Event description:
As reported by our affiliates in canada through the retavi trial, it was a case of an implant of a 23mm sapien 3 ultra valve, in aortic position by transfemoral approach. Following the initial valve deployment, a moderate paravalvular leak (pvl) was observed on echocardiography. At 3 years and 5 months post-implant, the patient presented with nyha class iii symptoms, including dyspnea, because the pvl had progressed to moderate-to-severe, with a mean gradient of 23 mmhg. Baseline echocardiography had shown severe central regurgitation, an aortic valve area (ava) of 0.7 cm2 and a mean gradient of 41 mmhg. A valve-in-valve procedure was successfully performed. The valve was pre-dilated using a 23 mm non-edwards balloon, and after deployment of the second valve, the pvl was completely resolved. A post-procedure echocardiogram showed a mean gradient of 22 mmhg, which was deemed acceptable by the implanter. As per medical opinion, the perceived root cause of this event was possibly the result of an elliptical annulus.

Manufacturer narrative:
Updated sections b5, b7, and h6. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The complaint for valve stenosis was confirmed based on the study protocol provided. It is possible that one or more patient/procedural factors identified in the technical summary (e. G. Atherosclerosis, endocarditis, rheumatic fever, pannus formation, under-expanded valve) may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. The complaint for central regurgitation was confirmed based on the study protocol provided. Due to unavailability of serial number, DHR and lot history review were unable to be performed. However, complaint history review did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training material revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Due to limited information, a definitive root cause was unable to be determined at this time. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve/pre-stent and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that patient factors such as elliptical annulus caused or contributed to this event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in canada, it was a case of an implant of a 23mm sapien 3 ultra valve, in aortic position by transfemoral approach. Following the initial valve deployment, a moderate paravalvular leak (pvl) was observed on echocardiography. At 3 years and 5 months post-implant, the pvl had progressed to moderate-to-severe, with a mean gradient of 23 mmhg. The patient presented with nyha class iii symptoms. Consequently, a valve-in-valve procedure was successfully performed. The valve was pre-dilated using a 23 mm non-edwards balloon, and after deployment of the second valve, the pvl was completely resolved. A post-procedure echocardiogram showed a mean gradient of 22 mmhg, which was deemed acceptable by the implanter.

Manufacturer narrative:
Investigation is ongoing.